Event description:
It was reported by service report that the bent release crossbar was broken and the head section would not stay locked in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on head section.